Manufacturer narrative:
P-cap locked in place properly during testing. Unit doesn't meet specifications due to a broken battery cap and missing battery cap contact. Unit was received with pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, broken battery cap, broken battery cap contact, and serial label missing. In summary, the customer¿s allegation of cosmetic damage was confirmed during visual inspection when a missing serial label, and cracked keypad overlay were noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sticker that was gone on the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.